Event description:
It has been reported to company that during the procedure this device failed to perform as intended. Reportedly, the wire came through the lumen and out of the balloon. The device was removed and replaced. The patient is reported as fine and the device is being returned for company's analysis.